Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this device had been resterilized and reused as a temporary pacemaker in a different patient. This is considered off label use of our product in a manner that was not intended. There was no adverse patient effects reported.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.